Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on an aviva meter, compared to a different aviva meter, within 10 minutes: 77 mg/dl and 189 mg/dl on aviva meter (system 1), and 81 mg/dl, 71 mg/dl, and 92 mg/dl on aviva meter (system 2). The customer used the same vial of test strips with both meters. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.